Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds along with loss of capture which resulted in greater than two seconds of aystole. Subsequently, this patient underwent a revision procedure and this product was explanted and replaced. No further complications were reported.